Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative regarding patient's neurostimulator (ins). It was reported that patient had a hard time charging the ins in her abdomen, gained 7 pounds since implant and lost her recharger and programmer - never contacted manufacturer/rep for replacement. Patient was seen in hcp office on (B)(6) 2018 and stated that she had not used or charged ins in 2 years. Patient requested a device upgrade and a possible pocket revision. Ins was overdischarged. No further complications were reported/anticipated. **omitted information regarding (B)(4)- ins reportedly replaced in 2015.**

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the replacement surgery was being rescheduled and the date was unknown at this time. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the patient had pain at the battery site, in their abdomen. Replacement surgery was scheduled for (B)(6) 2018. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the revision/replacement has not been scheduled yet. The patient was seen again on (B)(6) 2018 with x-rays at the healthcare provider¿s hcp office. The replacement was to be scheduled. The rep reported that the cause of the difficulty charging was due to the location and the patient lost her recharger, no device issues were known. The issues weren¿t resolved as the revision/replacement hasn¿t been scheduled. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.